Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was down to 40 beats per minute. The patient wanted to know why the pacing did not bring their heart rate back up to the appropriate rate. Follow up with the patient's clinic revealed that the patient is scheduled for an appointment but has not been seen for this concern yet and the clinic was therefore unable to verify if the implantable pulse generator (ipg) was performing as intended. The ipg remains in use. No further patient complications have been reported as a result of this event.